Manufacturer narrative:
The field service engineer confirmed the customer repaired the unit by replacing the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.